Manufacturer narrative:
Concomitant products: product ID: neu_unknown_prog, product type: programmer, physician.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was receiving bupivacaine (concentration 5 mg/ml, dose 2.2 mg/day). Patient previously had bupivacaine and morphine (concentration 10 mg/ml, dose 4.4 mg/day) via an implantable pump for non-malignant pain, failed back surgery syndrome and radiculopathy. A bridge bolus programming error was reported; the dose was entered incorrectly. On this report date, the hcp did a refill and did not realize that the patients dose had changed after the last time that she programmed the pump, the dose changed from 4mg/day to 4.4mg/day. The bupivacaine was removed and the patient was getting a ¿single agent of just morphine sulphate.¿ caller states the morphine sulphate was primary and the dosing was not changing which means the flow rate was not changing. The hcp programmed the bridge bolus and used the 4mg/day as the old drug desired dose and it should have been 4.4mg/day. This error resulted in underdose. The hcp was going back to the patient¿s home to correct the programming. It was discussed that based on the fact that the flow rate was unchanged, a bridge bolus was not needed and she can just update the simple continuous daily dose and cancel the bridge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.